Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluate.

Event description:
Allegedly, patient has pain on right knee and on film there appears to be signs of implant loosening. All implants were removed and replaced with odc implants.